Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. Corrected filed: b5. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause for the events could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source exhibited error e200.

Event description:
The customer reported to olympus that during a diagnostic colonoscopy and esophagogastroduodenoscopy (egd) procedure the light source exhibited scope communication errors b30 and e216. It was noted that the procedure was delayed for about 10 minutes. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.